Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt (B)(6) felt an overstimulation sensation, and the stimulation was shutting off. The pt was reprogrammed and reported effective stimulation coverage was recaptured. No further pt complications were reported.